Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature depletion could not be determined.